Event description:
Pt having cardiac catheterization. Left coronary diagnostic catheter via right femoral artery became kinked. Attempts were made to unkink the catheter without success. There was extensive dissection involving the right iliac artery and thrombosis of the right common femoral artery. The dissection involved extensive lengths of the iliac artery down into the femoral artery. The pt underwent emergent surgery for control hemorrhage from left femoral artery and left-to-right femoral-femoral artery bypass using graft.